Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/21/2020. Additional h3 investigation summary: it was reported breakage needle. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code vcp304h. It was requested that hsa assess the fracture mode of the failure. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).date sent to the FDA: 08/18/2020 additional information: d10 h3 evaluation: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Two pictures were provided for analysis. Upon visual inspection of the pictures, two needle-suture pieces of product could be observed. However, only one needle was noted broken on the swage area. No conclusion could be reach as to what may have caused the reported incident since the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: did the event occur during one or multiple patient procedures? --one patient how was the needle retrieved from the patient? --the broken needle was retrieved immediately. Was there any adverse consequence associated with the patient? --no name of the procedure? --unk please provide procedure date --please refer to event information status of product return / follow up --the sample has been sent.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. *did the event occur during one or multiple patient procedures? *how was the needle retrieved from the patient? *was there any adverse consequence associated with the patient? *name of the procedure? *please provide procedure date. *status of product return / follow up.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and the barbed suture was used. During surgery, the needle broke. The broken needle was retrieved immediately. Another like device was used to complete the surgery. There were no adverse patient consequences reported.